Event description:
During the six month follow up angiography, it was noted that the second stent had a fracture (level of the mid femur). For the sirocco trial: sirolimus coated stent versus bare stent (max. Three) for the treatment of severe obstructions or occlusions in the sfa: pt at the site of prof in other country had three stents implanted in 2001. On the angiography, it was seen that the second stent had a breakage (mid femur). The pt has not complaints that could be assessed as being related to the breakage. Add'l index procedure and other details have been requested. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.